Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 2017865-2019-11100, 2017865-2019-11103. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted on (B)(6) 2019. During the explant procedure, the right ventricular and right atrial leads were also explanted due to an occluded vein. The patient was stable.